Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had cracked screen makes it harder to read, motor error, squirts out insulin during priming, buttons were harder to push. Customer stated insulin pump had no delivery alarm, battery test fail, longer to rewind, abnormal noise during rewind, dimmer back light. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.